Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery would not charge despite the attempted use of multiple cables and power sources. Customer reported a blood glucose level of 277 (mg/dl) and delivered an insulin injection. It was indicated that insulin injections would be used for diabetes management.